Event description:
Same as originally reported by user - hospital report #3901160000-2005-8006"pt underwent iontophores with dexamethasone and 4 hours later pt called and stated she had a hole in her arm."